Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the strings were fraying and breaking from 3 pessaries prior and during insertion. She took the product to her doctor to seek medical advice of the pessary issues.